Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a low battery alert. After inserting a new battery, customer stated that the low battery alert reoccurred. Customer's blood glucose was unknown. After troubleshooting, they received a pump error alarm and were unable to clear it because they received a blank display. During troubleshooting for the blank display, the customer stated that the battery compartment and the spring were corroded. After troubleshooting, the display screen did not return. Customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. No unexpected blank display noted during testing. Power connector at electrical board properly connected. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.